Event description:
It was reported that the patient had diaphragmatic stimulation from the left ventricular (lv) lead. Also, the lv lead had a high threshold of 3.0 volts at 1.0 millisecond. The lv lead was capped and replaced with an epicardial lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2008. (B)(4).